Manufacturer narrative:
A portion of this lead remains implanted. Pending the completion of lab analysis, this section will be updated appropriately.

Event description:
Boston scientific crm received information that during the implant procedure, this right atrial (ra) lead dislodged. The stylet for the right ventricular lead (model 0184) was advanced into the ra lead and the helix would not retract. The stylet packaged with the ra lead was then attempted, and the helix would not retract. The physician gently tugged on the lead and felt resistance. The physician then twisted the entire lead body, to transmit torque, and still the helix would not retract. The physician felt the resistance dissipate, and removed the lead from the body. Outside the body, the helix was attempted to be redeployed unsuccessfully. It was then confirmed using fluoro that the entire helix remained in the heart.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the helix was fractured and appeared to be stretched. Ductile dimples forming a circular pattern on the fracture surface of the helix indicate that the wire fractured due to torsional overload. There was dried blood past the helix mechanism through the lumen. This lead passed testing which confirmed the electrical continuity and insulation integrity.